Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported, during the implant procedure, multiple unsuccessful repositioning attempts were made with the right ventricular lead, as the helix could not be retracted or extended with excessive rotation and high, unmeasurable threshold value was observed. Consequently, this lead was withdrawn. A same brand lead was selected for replacement and implanted uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress); full lead was returned for analysis. The helix will not retract due to the distorted and fractured coil in the connector from overturning. Further testing revealed outer tubing overlay breached cut and the helix distorted/bent.